Event description:
Customer service states the back of the seat was ripped and the charger cord and the main cable were not connecting properly.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.